Event description:
Territory business leader (tbl) reported that hcp informed her that patient was found unconscious either monday or tuesday. Tbl stated patient is currently in the hospital and the emergency room doctor contacted hcp to find out what the device was on the patient. Tbl stated patient is currently on the v-go 30.